Manufacturer narrative:
**UDI related data quality updates only** . The previously submitted report had lacking or incorrect information in sections d1 brand name, d4 UDI and catalog number and h4 device manufacture date. These sections have been updated with corrected information.

Event description:
Devilbiss healthcare was notified of a complaint involving an oxygen concentrator by a provider who stated that "blown sieve beds. Confirmed severe melting on the front cover at the o2 port. Also, could see some char marks on the board, although no tubing damage and could be residual from front cover melting." The unit was returned to devilbiss for investigation. There is no evidence to support the complaint of "blown sieve beds." There was evidence of thermal damage to the unit at the outlet port fitting and the bottom of the humidifier recess. The thermal event appears to have started external to the unit and propagated toward the unit. There is no damage to the internal components, and no evidence of an electrical fault. Functional testing of the unit indicated that the unit was operating within specification at a 5lpm flow setting. The evidence demonstrates the thermal event originated from an external source and traveled to the outlet port of the via the nasal cannula and oxygen tubing. This type of thermal event is consistent with an ignition source at the nasal cannula (i.e., cigarette, open flame) that travels toward the oxygen concentrator. The metal outlet fitting is designed to prevent fire ingress to the device. Since no damage was found within the unit the metal oxygen outlet port worked as intended.